Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported time sync issues. The experienced front line clinicians manually changing the alaris system current time applicable to the delay until feature, resulting in the device time being different than the actual server time as reflected in epic. The customer feels that inaccurate time, volume and documentation may introduce risk events that result in patient harm.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement

Event description:
It was reported time sync issues. The experienced front line clinicians manually changing the alaris system current time applicable to the delay until feature, resulting in the device time being different than the actual server time as reflected in epic. The customer feels that inaccurate time, volume and documentation may introduce risk events that result in patient harm.